Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors instrument was missing. There was no reported injury.